Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) received two shocks after the device was checked. Telemetry could not be established with the device. Attempts to establish telemetry were made with multiple programmers. It was also reported that it was not possible to print out any information about the device and that the ICD was thus explanted.